Event description:
It was reported that a user experienced recurrent postprandial hyperglycemia while using the ilet system, with a reported high of 248 mg/dl and a current reading of 190 mg/dl, and no moisture or leaking from any infusion or device site. Symptoms included elevated blood glucose. Outcomes included the need for troubleshooting and user education. Investigation included triage and education on meal announcement timing to allow insulin to begin acting before meals. Investigation of this case revealed no device malfunction reported and no site integrity issues reported, with the event consistent with hyperglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.